Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The following occurrence has been reported by the international affiliate on behalf of the user facility: the biopatch dressing was applied on a central venous catheter. After one (1) day, the area became swollen and the blue side separated from the white side. A new device was applied and after two (2) days, the child developed small round wounds with signs of infection and pus. The product was remove and an antiseptic cream was applied to the area. A new tube was placed on the patient with no connection to the area affected. Three representative samples will be returned for evaluation. The following additional information has been requested: did the issue appear to be an infection or reaction? What antiseptic cream was applied? Were any other medical or surgical interventions required to treat the infection/reaction? Current status of patient? Was the line removed as a result of the infection/reaction? What was the placement of the biopatch? Blue side up? Blue side down in contact with the skin? Agent(s) used to prepar the skin before biopatch applied? Number of dressing changes while line in place? Other dressings used over or in conjunction with biopatch?